Event description:
It was reported that a spectrum iq pump had an air in line error.this occurred as soon as an IV set was loaded into the device for routine testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrections: g2 should have included health professional. H10: the device was received for evaluation. During functional testing, an air in line did not occur. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.